Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a mildly tortuous and mildly calcified coronary artery. A 28 x 2.25 promus premier drug-eluting stent was advanced with the support of a non-bsc guide extension catheter. However, the device could not advance through the port part of the guide extension catheter. The device was removed from the patient and it was noted that the distal end of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.